Event description:
An angio-seal device was deployed post interventional procedure. The pt later developed a pseudoaneurysm which was treated with thrombin injecton. No information is available regarding the current condition of the pt. A pre-insertion angiogram was not performed.